Event description:
It was reported to boston scientific corporation that an excelon transbronchial aspiration needle was used during a bronchoscopy procedure performed on (B)(6) 2010. According to the complainant, the excelon transbronchial aspiration needle was used to aspirate biopsy specimens from the bronchial tree successfully. The needle was then removed from the patient. However, when the nurse attempted to expel the specimen from the needle with air and saline, the device leaked from the handle at the connection to the catheter. The procedure was completed with samples from this device and two more excelon transbronchial aspiration needles. There were no patient complications reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine. This event has been deemed a reportable event based on the investigation results; the outer sheath of the device near the distal tip was found to have a tear/puncture.

Manufacturer narrative:
Visual inspection of the returned device found that the needle assembly functioned (extended and retracted) appropriately using the grey housing of the device. The luer of the grey housing where the syringe is attached was found to be free of any damage. The syringe assembly was not returned by the customer for evaluation. A functional evaluation for device leakage was performed using a 20ml syringe and by testing the device for pressure and vacuum. Upon this evaluation, it was found that there was poor pressure and vacuum obtained which likely impacted the suction capability of the device. A second functional test was performed by injecting water through the grey housing of the device using a 20ml syringe and the outer sheath of the device near the distal tip was found to leak likely due to a tear/puncture. The tear/puncture was not visible through naked eye and could only be observed during leak test. This defect was likely caused by operational/procedural factors encountered during procedure. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint.